Event description:
A diabetic patient reported that the suspect device gave a result of "lo" blood sugar. When the pt went to the hospital, the physician's monitor gave a result of 445 mg/dl blood glucose. The patient was given medication and released.